Manufacturer narrative:
Device evaluation by MFR.: the device was received for analysis. A visual examination found the stent to securely crimped in the correct position on the device. No damage or issues were noted with the stent. A visual examination identified the balloon had not been subjected to positive pressure. A visual examination identified no issues with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or any issues to the shaft of the device.

Event description:
It was reported that the stent moved on the balloon. A 9.0x30x135 cm express ld vascular stent was selected for use. However, while unpacking and flushing the stent, it was found that the stent moved on the balloon but was still within the balloon area. The device did not enter the patient's body. The procedure was completed with another of same device. There were no patient complications reported, and the patient status was stable.

Event description:
It was reported that the stent moved on the balloon. A 9.0x30x135 cm express ld vascular stent was selected for use. However, while unpacking and flushing the stent, it was found that the stent moved on the balloon but was still within the balloon area. The device did not enter the patient's body. The procedure was completed with another of same device. There were no patient complications reported, and the patient status was stable.